Event description:
It was reported the patient had an incident where her daughter jumped on her back while in bed and the stimulation ramped up then disappeared. The patient was unable to get the stimulation to turn on after the incident. The sjm representative met with the patient and determined the lead had invalid contacts. An x-ray did not show anomalies. It was initially suspected there might be swelling, but an additional reprogramming session was unable to provide full stimulation coverage. The physician explanted and replaced the lead. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.